Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device involved in this incident, it was determined that the communication failure between the pyxis stations and the backend system, caused all stations to enter critical override mode. The technical support specialist restarted the necessary services and troubleshot the extract transform load process to restore connectivity and no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis stations on critical override mode and device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.